Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The probable cause for the iipv was determined to be caused by insufficient drain, false empty detect and use error, inappropriate bypass of the caution: negative ultrafiltration (uf) alarm. Device met specifications relative to iipv in the logs. This issue is being investigated through CAPA. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident.

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in the logs that occurred on (B)(6) 11 during cycle 2 with drain volume of 3775 ml. The largest prescribed fill volume was 2000 ml. This event meets overfill criteria. No patient injury or medical intervention was reported.